Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2305201 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured before it could be visualized. As the physician inflated the balloon, he noticed that the balloon inflation indicator would come up then go back down indicating that the balloon was not staying inflated. The balloon lost pressure inside the patient. The physician removed the defective mynx control from the unknown cordis 6f 11 cm sheath and proceeded with a new unknown mynx control. There was no reported patient injury. The scrub tech prepped and inspected the 6/7f mynx control per instructions for use (IFU). The balloon deflation was not visualized during fluoroscopy. The vessel diameter was verified to be greater than 5mm in diameter. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd, 6f/7f¿ was returned for investigation. Per visual analysis, it was observed that both button 1 and button 2 were not depressed. The syringe was returned for analysis; however, the sheath was not returned. The stopcock was set in the open position. The sealant remained in the manufactured position, swelled by the blood saturation; and the device is blood saturated. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. An inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality according to instructions for use (IFU); and the results revealed a leak in the balloon. Per microscopic analysis, the balloon was inspected using a vision system to obtain a magnified image, and a pinhole was confirmed. The product history record (phr) review of lot f2305201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the pinhole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although not reported) and/or concomitant device factors (procedural sheath was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured before it could be visualized. As the physician inflated the balloon, he noticed that the balloon inflation indicator would come up then go back down indicating that the balloon was not staying inflated. The balloon lost pressure inside the patient. The physician removed the defective mynx control from the unknown cordis 6f 11 cm sheath and proceeded with a new unknown mynx control. There was no reported patient injury. The scrub tech prepped and inspected the 6/7f mynx control per instructions for use (IFU). The balloon deflation was not visualized during fluoroscopy. The vessel diameter was verified to be greater than 5mm in diameter. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.